Event description:
Basic neuro pack had a piece of paper inside the pack. The paper had info about 3/4 x 3/4 neuro cottonoids. Paper was removed prior to the pt arrival in the operating room. FDA safety report ID# (B)(4).